Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked from the middle port during the visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 - november 6, 2023. H11: two (2) actual devices and photographs of the samples were received for evaluation. Visual inspection was performed on the actual samples which did not easily identify the reported condition; however, visual inspection of the photos identified leakage from the middle ports. Functional leak testing on the actual samples was performed and a leak was identified from the administration spike port bonding area on both samples. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.